Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing probe (ln 08c94-47). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed toxoplasmosis igg results on the architect i2000sr analyzer. The following data was provided: sid (B)(6): initial 0.1 iu/ml, repeat 11.5 iu/ml. The sample was confirmed positive on western blot. There was no impact to patient management reported.